Manufacturer narrative:
Date of event was reported as 1.5 year ago for the fall, 4 months ago for the loss of therapy and 2 months ago for the ins moving around in the pocket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had a gradual loss of therapy and a return of symptoms. The patient stated that the therapy from their implantable neurostimulator (ins) stopped working for them about 4 months ago and they stopped using the stimulation about 2 months ago. They noted that they had a fall about 1.5 years ago. It was also reported that the ins battery was moving around in the pocket which began about 2 months ago. On follow up, the patient reported that ¿all is being taken care of¿. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.